Event description:
Boston scientific received information that this patient was experiencing pacing inhibition of every other beat, resulting in long pauses. The sensitivity was reprogrammed and occasional skipped beats were still noted with oversensing. Impedance measurements were stable during isometrics and pocket manipulation. The patient has complete heart block and is feeling weak. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and suggested the physician perform some programming changes or a lead revision procedure. The physician reprogrammed the device to door. No other adverse events have been reported. This product issue will be updated if additional information is received.